Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227594108); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal end. The pipeline was removed, and it was observed that the tip was "abnormal." The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the internal carotid artery. The max diameter was 4.5mm, and the neck diameter was 8mm. The landing zone was 4.5mm distal and 4mm proximal. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery. It was reported that the pipeline had not been positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the pipeline. The patient did not experience any injury or complications. Angiographic results post procedure were said to be normal. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a marksman microcatheter.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was returned outside the marksman catheter. Damage location details: no bend was observed on the pushwire. The hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~8.3cm from distal end. The marksman distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: for further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. An in-house mandrel was inserted into the marksman micro catheter hub and catheter lumen with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have ¿failure/incomplete open at distal as the distal braid end was found not fully opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that it was clarified the pipeline tip was not opening, not the catheter. It was clarified the pipeline was damaged and had a rough tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the "catheter tip could not be opened." The tip was damaged and rough.